Event description:
Customer's son fell on the floor after reported adc meter readings of 417 mg/dl and 456 mg/dl and school gave him extra insulin. Mother gave him apple juice and "brought him around".

Manufacturer narrative:
Follow up report will be submitted if the product is returned for evaluation.